Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible occasional undersensing and possible t-wave oversensing (twos) on stored electrograms (egm). It was further reported that there was possible intermittent right atrial (ra) lead undersensing on stored egms. The leads remain in use. No patient complications have been reported as a result of this event.